Event description:
During placement of zenith aaa graft, the ipsilateral iliac leg partially deployed before the physician wanted it to. It deployed below the hypogastric, but the physician was able to resheath it in the main body sheath and remove it. Another iliac leg was placed without difficulty. No pt injury occurred.

Manufacturer narrative:
Evaluation: unless medically indicated, do not deploy the zenith aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow to organs or extremities. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An evaluation of this event found that it was caused due to incorrect deployment by the physician.